Event description:
The customer reported that while the iabp was in use on a patient, the pump stopped after an autofill failure alarm and a maintenance code number 2 (drive transducer offset failure). The unit was replaced with another iabp. No patient injury was reported.

Manufacturer narrative:
The product repair was performed by the customer. The customer's biomed was unable to duplicate the reported problem. The pump was placed back in use. The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. (B)(4).